Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the cartridge connector was cracked and broke during use, and the patient removed the broken connector and proceeded with a supply change without blood glucose impact. Symptoms included no clinical effects. Outcomes included no change to therapy beyond routine supply replacement and no need for medical intervention. Investigation included complaint intake and review of the device history as available. Investigation of this case revealed a mechanical failure of the cartridge connector consistent with a cracked component; lot information was unavailable, and no blood glucose issues were reported. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical component break consistent with product wear or handling.